Manufacturer narrative:
The device associated with this report was not returned. A provided photograph confirmed the complaint. A complaint database search finds no other reported incidents against the provided product and lot combination. A two-year search of the complaint database by product code did not identify a trend for breakage. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
While reaming the acetabulum, pieces broke off of the reamer. Some of the pieces were removed and the others were found in the tray. X-rays did not show any pieces in the patient. No surgical delay was caused.